Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead exhibited noise. The patient presented in clinic and fluoroscopy revealed that the lead had externalized conductors. No device intervention was performed but the patient was given a life vest for monitoring. There were no patient consequences throughout.